Manufacturer narrative:
The initial reported event of erratic and high impedance was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued the rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited erratic and high pacing impedance. It was further reported that right ventricular (rv) lead was fractured. The rv lead was partially capped and replaced. Approximately the ten years later the rv lead was explanted. No patient complications have been reported as a result of this event.